Event description:
I had lasik surgery at the age of 18 in (B)(6), and three months later, I started experiencing posterior vitreous detachment characterized by abundant floaters, followed by flashes of light. I had to go back to the doctor who performed the surgery. I told her these were complications from lasik for obvious reasons, but she didn't believe me. Instead, she made me undergo argon laser sessions to prevent retinal detachment since I already had holes. However, I knew it was due to lasik. At that time, there wasn't much information available, but later, I found studies linking posterior vitreous detachment and retinal detachment to lasik. I've been living with this since I was 18; now I'm 33. Fortunately, I haven't had other complications that I've read about in (B)(6) group, but I think it's just luck. Nevertheless, it was very debilitating, and I went through a depression episode around the age of 30 because of it. At one point, I thought I would need a vitrectomy, but I decided not to undergo any procedures on my eyes. Since then, I've just been having occasional check-ups with my retinal specialist. So far, it seems my retinal holes haven't progressed. Ten years after the surgery, it's also worth mentioning that my myopia and astigmatism completely returned. In fact, it seems they have even worsened.